Event description:
A nurse administrator reported that a pt presented with endophthalmitis at a post-operative visit. The pt was referred to a retinal specialist for pars plana vitrectomy (ppv) with intravitreal antibiotic injections. The pt's symptoms are continuing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample is not expected to be returned. (B)(4) .